Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power, connect power, and controller fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 2 days ((B)(6) 2023 per timestamp). Starting (B)(6) 2023 from 15:34:20 ¿ 15:35:34, 15:36:30 ¿ 15:40:42, and 15:41:48 ¿ 15:42:32, power cable disconnect alarms activated due to relative state of charge (rsoc) and bus voltage fluctuations associated with the white power cable. At 15:41:58 and 15:42:26 ¿ 15:42:27, no external power alarms activated due to atypical white power cable voltages while the black power cable was disconnected. The backup battery was able to provide power to the system during the events. On (B)(6) 2023 starting at 15:41:58, a controller internal fault alarm activated due to a boost ov fault; this fault will activate when there is a detection in over voltage. The driveline was disconnected at 15:44:18, consistent with the reported controller exchange. The controller internal fault did not resolve before the controller was shutdown at 15:44:55. Pump operation was not affected by the atypical alarms. A review of the periodic log files contained data spanning approximately 12 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 at 17:52:47, a power cable disconnect alarm was active due to an rsoc invalid fault associated with the white power cable. The onset and resolution of the event was not recorded due to the periodic log file capturing data at designated intervals. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system as intended for extended operation; manipulating the power cables had no effect on the system. The controller was connected to different power sources throughout testing and no atypical alarms were reproduced. Per the provided information, the controller was exchanged without issue and the alarms resolved. It was stated there have been no further issues or reported alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault, power cable disconnect, and no external power alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced no external power alarms. The connect to power alarm indicated the white power cable was disconnected, but it was fully connected at the time of the alarm. The patient visited the clinic and a controller power fault alarm occurred when connected to the power module. The system controller was exchanged without issue and the alarms resolved. The patient's log files revealed there were unusual power cable disconnect alarms associated with rsoc invalid alarms.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.